Event description:
The local factory service representative was performing a scheduled device inspection. The representative observed the device main keypad had pacer function buttons which would not respond to the actuation. The rptr did not express concern regarding the discrepancy, since device pacing therapy is not an approved protocol for the facility.